Event description:
A smart control was taken out of the sterile pouch for the procedure. However, as the physician did not notice that the locking pin was off the handle, the stent was deployed when the device was removed from the tray. Another product was opened and the procedure was completed successfully.

Manufacturer narrative:
After the smart control was taken out of the sterile pouch the physician did not notice that the locking pin was off the handle. As such the stent deployed when the device was removed from the tray. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15290521 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the lack of the locking pin to maintain its position. This might have been caused during shipping or handling of the unit.